Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases and lcd (liquid crystal display) lens are broken. Battery release, one side bail cover, and ring cover are contaminated. Lead flex cover is corroded. One case screw is missing. Battery contacts are compressed. Battery drawer is broken and contaminated. Keyboard is scratched. Serial number label is torn.

Event description:
The biomedical engineer reported that during the functional testing of the external pulse generator (epg), they observed that when testing in dual chamber mode, the atrial output measurements drop and are way out of specifications when the atrial output exceeds 12ma. The epg was returned for repair. There was no patient involvement.